Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely with the company representative. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as the company representative did not perform diagnostics or visit the facility in person. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the intraocular pressure control was not available during a surgical procedure. Technical support assisted via phone and had the staff replace the cassette. The surgical procedure was completed with no patient harm.